Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that attune primary tibial prep tray zzinnzk0857 is leaving residue from the lining of the metal tray on their instruments.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this complaint was not returned. Photo evidence provided was reviewed. Based on the photo provided, it appears that some of the anodized coating on metal tray has deteriorated in some areas. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence provided was reviewed. Based on the photo provided, it appears that some of the anodized coating on metal tray has deteriorated in some areas. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this complaint was not returned. Photo evidence provided was reviewed. Based on the photo provided, it appears that some of the anodized coating on metal tray has deteriorated in some areas. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Drawing/specifications reviewed: drawing: n/a specification review was not performed since it was not applicable to the complaint condition. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Request the cleaning and sterilization parameters used and ask if the cleaning and sterilization section of the IFU associated with the device was followed.? As per hospital policy and procedure, we use automated machine to wash most of our instruments per manufacturer instruction, instrument after being use goes to decontamination are for washing, we take instrument out of the tray for cleaning as needed before loading to automated machine wash, after the cycle instrument is either dry in the drying cabinet or by the use of airgun and check for cleanliness and damage before being wrap and sterilize. I have attached a information and the material compatibility the chemical we use for our automated machine.